Event description:
It was reported that a patient was in the hospital last thursday due to ¿unbearable¿ back pain and the patient did not know if it was related to pain stimulation. It was noted that the patient lost her patient programmer ¿maybe around her house but she can¿t find it¿.

Manufacturer narrative:
Product ID 97740, serial# (B)(4);: product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6);: product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).